Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal piece of the torque limiting screwdriver that the hex attachment attaches to unthreads from the black handle when attempting to loosen a torque screw.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the metal piece of the torque limiting screwdriver that the hex attachment attaches to unthreads from the black handle when attempting to loosen a torque screw. The product was returned to depuy synthes for evaluation. Visual inspection of the device revealed sig hp rev torq lmt scrwdrvr with signs of normal and constant usage over the years. No stripped condition was observed. The assessment was performed manually, which revealed that the ratcheting mechanism was not functioning correctly. It is most likely caused due to a damage in a part of the internal mechanism of the device. The loosening between the subcomponents could lead to the inability to fully assembled the device with the mating device. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sig hp rev torq lmt scrwdrvr would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.